Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The marker applicator was received protruding from the aperture of the returned probe. The applicator was able to be removed from the probe without issue. A piece of tissue was noted wedged between the probe aperture and marker applicator. No damage was noted to the returned probe aperture and cutter. Functional testing could not be performed due to the returned condition of the marker applicator. Therefore, the investigation is inconclusive for the reported device-device incompatibility. Additionally, the investigation is inconclusive for the alleged removal difficulties, as the conditions of use could not be recreated (e.g., patient tissue).the device was labeled for single use.h10: b5, g4h11: h6 (results 1, conclusion 1)h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model ecp017gv biopsy instrument was allegedly experienced difficulty to remove and was allegedly incompatible with another device. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model ecp017gv biopsy instrument experienced difficulty to remove. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.